Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation but it could not cross the lesion due to calcification. However, it was noted that the balloon ruptured due to heavy calcified lesion. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.75mm x 12mm was returned for analysis. A visual and tactile examination was performed, and no issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic analysis of the distal shaft identified that there was a tear in the outer lumen 2.3 cm from the distal tip and a kink in the inner lumen 2.5cm from the tip. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation but it could not cross the lesion due to calcification. However, it was noted that the balloon ruptured due to heavy calcified lesion. The procedure was completed with another of same device. There were no patient complications reported.